Manufacturer narrative:
No explanted product will be returned. Therapy is on post-op. Results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
It was reported that the patient was not getting adequate therapy due to lead fracture of the 90 cm lead. As a result, surgical intervention occurred on (B)(6) 2021 and the lead was explanted and replaced. The patient has effective therapy post operatively.

Manufacturer narrative:
Event date is estimated.